Event description:
This report was received from (B)(4) and is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with dianeal unknown and imported (B)(4) extraneal viaflex therapies for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal and extraneal therapies was ongoing, doses not changed. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was unknown. The physician assessed the severity of the event as moderate. On (B)(6) 2012, the patient began remedial treatment with ceftazidime (1gm, daily, ip). On (B)(6) 2012, ceftazidime was stopped and restarted on (B)(6) 2012. On (B)(6) 2012, the patient began vancomycin (1.5 gm, daily, ip) for one dose. On (B)(6) 2012 ceftazidime was discontinued. On (B)(6) 2012 the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.